Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he "had a reader with an electric shock that resulted in a fire. The customer states that he was charging the reader and the reader began to develop smoke and then resulted in a small fire". There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre reader was reviewed and the DHR showed the meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that he "had a reader with an electric shock that resulted in a fire. The customer states that he was charging the reader and the reader began to develop smoke and then resulted in a small fire". There was no report of death, serious injury, or mistreatment associated with this event.